Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly, the instrument broke and the component disengaged into the patient's cavity. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.